Event description:
It was reported that the user experienced difficulty turning and locking the connector, but upon retry the connector engaged properly and blood glucose was not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no clinical intervention or hospitalization. Investigation of this case revealed user difficulty with connector engagement, with the device operating as intended once properly seated and no malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.